Event description:
It was reported that the pump battery could not be charged which resulted in the pump shutting down. Customer's blood glucose was over 600 mg/dl with ketones. Ketone levels were identified as life threatening by health care provider. Customer went to the hospital and received treatment, but customer was unable to recall what treatment they received. Treatment resolved the issue and there was no permanent damage. The customer could not recall when they were released from the hospital. Ultimately, the customer reverted to an alternate method of insulin delivery.